Event description:
Caller reported a malfunction on the pump, specifically displaying malf 12 code, but no notable events occurred prior to the issue. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support provided pump reset information and assisted the caller in resetting the pump, which resolved the issue without recurrence. Customer was advised to continue using the pump and to call back if the malfunction code occurred again. Caller acknowledged and understood the instructions.